Event description:
During removal of uvl catheter and using normal pulling tension, catheter snapped and broke with 4.5cm remaining in patient. Broken portion of catheter was clamped off and physicians assisted with safe removal of remaining catheter. Catheter sent to biomed for reporting to MFR and medwatch.======================manufacturer response for umibilical catheter (uvl), umbili-cath (per site reporter).======================rga#m12-0030 issued to return device for evaluation.